Event description:
The pt reported he awoke with an elevated blood glucose reading of 298 mg/dl with his target range being anything below 200 mg/dl. He stated he treated his reading by bolus 12 units of insulin through his infusion device. He said the next time he tested, his blood glucose reading was over 400 mg/dl. He stated his symptoms were cotton mouth and neuropathy and he treated his reading by bolusing 30 units of insulin. The pt is visually impaired and his wife assisted with troubleshooting. Time, basal rates, and the pt's bolus history were checked and found to be accurate. He stated he has scar tissue and bumps in his abdomen, but it is not close to his current infusion site. He said he smelled insulin on 02/17/08, but stated this was due to an old adapter. He stated he changed to a new adapter, and he has not noticed any insulin leaking. Troubleshooting did not find any prod issues. The pt switched to his backup device to see if this would improve his readings. On follow-up, the pt stated he has switched back to his primary device and his readings have remained within his target level. He said the elevated readings were due to a bad site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.